Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a routine follow up. Upon interrogation, it was noted that the patient's pacing lead impedance was high out of range. Capture thresholds had also increased along with the increasing impedance. Sensing and high voltage lead impedances were normal. The lead would continue to be monitored.